Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism did not fully engage, causing a used needle stick on the user's finger. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer reported safety closure activated with a click but did not fully engage. Phlebotomist got a needlestick when picking up to discard. Confirming this was after collection? Correct. The needle had been used to stick a patient. The safety device was triggered but did not retract fully. When cleaning up supplies, phlebotomist was stuck on finger. Can you detail all medical treatment provided? Tm removed gloves and washed hands thoroughly. A band aid was placed, and tmh was contacted for post exposure labs and drug screen for the phlebotomist as well as exposure work up on source patient."

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism did not fully engage, causing a used needle stick on the user's finger. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer reported safety closure activated with a click but did not fully engage. Phlebotomist got a needlestick when picking up to discard. Confirming this was after collection? Correct. The needle had been used to stick a patient. The safety device was triggered but did not retract fully. When cleaning up supplies, phlebotomist was stuck on finger. Can you detail all medical treatment provided? Tm removed gloves and washed hands thoroughly. A band aid was placed, and tmh was contacted for post exposure labs and drug screen for the phlebotomist as well as exposure work up on source patient."

Manufacturer narrative:
D2b: additional medical device type: fpa. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.